Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported that while in patient use, this ventilator device display screen was went blank. There was no patient harm or injury was associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and replaced the front panel and tested the device. The problem was resolved. After replacing the front panel and testing the device, the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.